Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a colonoscopy procedure performed on october 10, 2023 during the procedure, the snare got stuck around the polyp and couldn't be withdrawn. They had to use wire cutters to remove the snare. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the suspect device lot number was not reported; therefore, the manufacture and expiration dates are unknown. Block e1 (initial reporter address 1): 420 w linfield-trappe rd bldg b. Block h6: imdrf device code a050702 captures the reportable event of unable to cut. Imdrf device code a150208 captures the reportable event of entrapment of device.